Manufacturer narrative:
The carefusion failure analysis engineer examined the power supply and found that the 5a fuse f301 is blown. F301 is the fuse that conducts power to and from the internal battery. Replaced blown fuse and operated unit for 14 hours with no problems. Unplugged unit and allowed it to operate on battery power for 7 hours until it went vent inop plugged unit into ac power and allowed it to recharge battery while operating and found no problems. Removed fuse f301 and noted that the dc status led blinks red/yellow. Per the vela power supply requirements specifications this correctly indicates that there is a problem with the battery charging system could not determine why f301 was blown could not duplicate audible alarm or touchscreen went dark complaint allegations. Verified that power supply fuse f301 is blown. Finding/root-cause- could not duplicate audible alarm or touchscreen went dark complaint allegations. Verified that power supply fuse f301 is blown.

Manufacturer narrative:
The carefusion field svc tech evaluated the ventilator and found that the front panel would not power up and found blown fuse in power supply. Replaced power supply and completed ventilator testing. The ventilator operates to spec.

Event description:
The customer reported that while in pt use on an adult pt the ventilator gave an audible alarm and the respiratory therapist tried accessing some functions then the touchscreen went dark. The pt was removed from the ventilator and placed on another ventilator, no pt harm.